Event description:
Initial procedure was lap band for obesity performed in 2005. The second procedure was performed the same month to explore the stomach/liver area due to complications with the pt's recovery. Infection was present, lap-band was removed. Surgiwrap was broken into pieces.